Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified right superficial femoral artery. A 2.5mm x 20mm x 144cm coyote¿ es balloon catheter for dilatation. However, on the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4.0-20mm coyote nc mr balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).